Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. There have been no additional complaints reported against the two possible finish goods lot number and the DHR (device history record) shows that the products were released per specifications. The customer did not retain a sample for this complaint report; visual inspect or functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. (B)(4).

Event description:
Local authorities reported that the pak was defective, leading to system breakdown during surgery. There was no clinical consequence, tub intervention was stopped. Additional info has been requested, however none has been provided to date.